Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with a novosyn suture. During a cesarean section procedure, the needle loosened/detached from the suture. Additional information was requested but not yet provided.

Manufacturer narrative:
Samples received: 1 unopened pouch and 1 opened. Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received one closed sample and one open and used sample. The open sample received contains a detached needle inside the pack and there is not thread inside. We have checked the detached needle of the open sample received and there are rests of thread inside. Tightness test to the closed sample received has been performed and the unit is tight. We have tested the needle attachment strength of the closed sample received and the result fulfils the requirements of the european pharmacopoeia (ep): 4.64 kgf (ep requirements: 1.83 kgf in average and 0.61 kgf in minimum) reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the closed sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions.